Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right common iliac artery. After a non bsc guide wire crossed the lesion, a 6.0mmx20mmx135cm sterling¿ balloon catheter was used for predilation. The balloon was inflated however it ruptured at 10 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using an 8mmx20mm sterling¿ balloon catheter and implantation of a 9mmx40mm epic stent. Post dilation was performed using the 8mmx20mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).